Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty after pump was exposed to the airport scanner. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.